Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020, between 17:00-17:50, bed ID xxx, spo2 alarm was not trigger from the intellivue mx800 patient monitor. A patient experienced a desaturation and required intubation.

Manufacturer narrative:
A philips field service engineer (fse) that was onsite. The fse obtained alarm logs from the philips information center ix (piic ix) for this incident. The alarm log was sent to the biu for further investigation to product support engineering department. The product support engineer found that multiple alarms were seen to have been occurring within the time reported, including log entries showing alarms being silenced: it has been established that the alarm was silenced it stay silenced for 40 minutes and that the monitor is programmed that way. Without a sensor attached to the patient, an spo2 measurement would not be possible. The philips clinical application specialist later received emails from the hospital's patient safety manager and nurse manager indicating the same result of their investigation. There was no product malfunction of the philips intellivue mx800 patient monitor this is considered a user issue, as the spo2 alarm sensor off were seen to have occurred at the piic ix and silenced by the user at the central station. In addition, there were also several other alarms that alerted the user to the patient's condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.